Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power until the alarms cleared. The tsr advised the hp to start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 alarm was found to have an undetermined cause. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.